Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 8atm. The device was removed from the patient's body without any problem and no resistance felt. The procedure was completed with a different device. No patient complications were reported.